Manufacturer narrative:
Section h4 - device mfg date updated from blank to 8/21/2020. The customer was splashed on the face and in the eye while cleaning the the high concentrated waste tubing on the alinity c. The customer was wearing prescription eyeglasses, but the glasses did not contain side shields. Return testing was not completed as returns were not yet available. An instrument service history review for (B)(6) revealed no additional issues of splashing from instrument parts. A review of tracking and trending of the alinity c processing module did not identify any trends associated with the complaint issue. A review of tracking and trending for the tubing, waste did not identify any trends, nonconformances or potential nonconformances. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) or tubing, waste was identified.

Event description:
The customer was doing maintenance on the alinity c processing module. The customer is a 36 year old male, 87.3 kg. It was reported that the high concentrated waste (hcw) tubing was dirty and needed to be cleaned. The instrument was in idle and the hcw tubing was unplugged from the instrument. The hcw tubing was under pressure and splashed onto the customers face. Face and eyes were washed well with tap water, and soap was used to clean the face and neck area. Went to the emergency department and was examined by ER doctor who stated that no signs of spillage into the eyes was observed due to the customer wearing eyeglasses. No skin irritation observed. No testing done and no further checkup required per the doctor.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section e1 - phone number complete entry = (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer was doing maintenance on the alinity c processing module. The customer is a 36 year old male, 87.3 kg. It was reported that the high concentrated waste (hcw) tubing was dirty and needed to be cleaned. The instrument was in idle and the hcw tubing was unplugged from the instrument. The hcw tubing was under pressure and splashed onto the customers face. Face and eyes were washed well with tap water, and soap was used to clean the face and neck area. Went to the emergency department and was examined by ER doctor who stated that no signs of spillage into the eyes was observed due to the customer wearing eyeglasses. No skin irritation observed. No testing done and no further checkup required per the doctor. No impact to patient management was reported.